Manufacturer narrative:
Recall:1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost stimulation. Follow-up revealed the patient's lead had pulled out of the ipg header. As a result, the patient underwent surgical intervention and the doctor decided to explant and replace the patient's ipg (with a different model). The lead was reported under MFR. Report#: 1627487-2015-01243.